Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Upon attempting to remove the lead, the screw was not retracted, and resistance was felt. Considering the patient's condition, this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.